Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level in the 400-500 mg/dl range. Reportedly, the customer's husband assisted the customer with administering a manual injection because the customer experienced momentary difficulty with eye sight. Infusion set and cartridge were changed to address the issue.